Event description:
It was reported that that asymptomatic patient presented in the operating room for unrelated device change out. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced. Patient will be followed remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.5-10.6cm from the distal tip. The etfe coating was intact at this location.